Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a cholecystectomy procedure, the instrument did not close properly on the tissue. When the surgeon was able to close the instrument; the green button was pushed and the handle was closed but it did not fire and the blade did not come out . The surgeon reloaded again the same staple cartridge , pushed the green button tried to fire but again nothing. No patient injury or extension in surgical time. To correct the condition they used a competitor's stapler.